Event description:
The tip of the sion blue went into a small perforator branch of the obtuse marginal and became entrapped. With modest rotation the wire tip fractured. Obtuse marginal was stented along with distal circumflex bifurcation, the obtuse marginal stent covered the wire fragment. There was no perceivable harm.

Event description:
The tip of the sion blue went into a small perforator branch of the obtuse marginal and became entrapped. With modest rotation the wire tip fractured. Obtuse marginal was stented along with distal circumflex bifurcation, the obtuse marginal stent covered the wire fragment. There was no perceivable harm.